Event description:
Pentax medical was made aware of an event which occurred in the (B)(6) region involving pentax video scope ec38-i10l. In the event reported, it was stated that there is resistance primary biopsy channel. The customer stated that no accessory was used during the procedure and there were no patient/user injuries, adverse events, delay, or medical intervention reported. The procedure was terminated. The device was returned to pentax medical service facility on service order (B)(4) where it's was inspected, and the user narrative was confirmed. Inspection findings are as follows: operation channel twisted in bending section; right angulation decreased; up/ down angulation knob play; up angulation decreased control body grip scratched; passed wet leak test; passed dry leak test; customer complaint confirmed; suction function not performed unit compromised; pve connector housing scratched; down angulation decreased; right /left angulation knob play; left angulation decreased. The device was repaired where all defects was corrected and return to the user on delivery # (B)(4). Parts replaced: o-rings and seals; operation channel; bending rubber; adjusting collar; angle wire. A review of the service history indicates the device was routinely serviced at a pentax facility. No additional information was provided this complaint.

Manufacturer narrative:
This device is classified is import for export and is not available for sale in the united states, therefore there is no 510k applicable. There is a similar model available for sale in the united states ec38-i10l-us with a 510k number of k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.